Event description:
It was reported that sterile services contacted to inform the handle is broken/cracked. The item was not broken into multiple pieces, only cracked.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.